Event description:
A malfunction alarm occurred with the display of malfunction code 12. There was no adverse impact on the customer's blood glucose level. The customer received assistance from technical support in resetting the pump, and the issue did not recur. The customer was advised to continue using the pump and to contact support again if any malfunctions reoccurred, which the customer understood and acknowledged.